Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "device migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts implanted in unknown eye. Post-operatively, "the xen®45 gts device migrated to the anterior chamber and intraocular pressure returned to being high." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen®45 gts implanted in unknown eye. Post-operatively, "the xen®45 gts device migrated to the anterior chamber and intraocular pressure returned to being high." Device remains implanted.